Manufacturer narrative:
Updated field: (type of investigation, investigation findings, investigation conclusions). It was reported that the cardiosave intra-aortic balloon pump (iabp) unit failed pneumatic leak test. A getinge field service engineer (fse) no issue found. Unit passed testing.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit was failing pneumatic leak test.